Event description:
Reporter indicated that vns pt had passed away. It was reported that the pt took a nap and did not wake up. Coroner indicated that the pt died of unknown natural causes and that the death was not related to the vns. There is no evidence at this time that the vns therapy system caused or contributed to the reported event.